Event description:
It was reported that the patient could not feel stimulation. On the day of the report, the reporter pressed the off button on the patient programmer to ¿check what the setting was.¿ stimulation was at 3.6v and was consequently turned down to 3.3v and then back up, and the patient could feel stimulation at 3.6v. The reporter indicated that the patient thought there was a ¿mechanical error¿ in the implantable neurostimulator (ins). The patient¿s device was reportedly helping with the patient¿s symptoms as well as with emptying his bladder. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3093-28, lot # v103838, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient felt "almost like a jolt."